Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips using quality control materials. Testing results: qc 1: 3.1 inr , qc 2: 3.3 inr , qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.7 - 4.1 inr). All measurements were without error messages. The customer did not apply the blood to the strip within 15 seconds of the fingerstick. When using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip. The customer stated the meter was not coded correctly for the result of 6.0 inr. Retention test strips (353497) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs plus meter serial number (B)(4). At 9:59 pm the result from the meter was 3.2 inr. At 10:01 pm the result from the meter was 3.9 inr. At 10:03 pm the result from the meter was 4.2 inr. There was no allegation of an adverse event. The customer was not anemic and no antiphospholipid antibodies. The customer has had no changes in diet, no recent illness, no bleeding, and some bruising. There was no treatment requested for the bruising. The customer had changed his dyazide medication. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect device was requested to be returned for investigation.